Event description:
It was reported the patient stated right after the 1st device was implanted he got an infection and the device was removed a week after implant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot# unknown, product type: lead. (B)(4).